Event description:
It was reported that patient had an infusion set that had to be replaced early due to troubleshooting high glucose. Glucose reading was "high" for over 4 hours after changing their site. Once they removed the site, they could see the cannula was bent. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.